Event description:
The customer tested his blood glucose using his contour usb meter and rec'd a reading of 322 mg/dl. He retested using a contour meter and rec'd a reading of 159 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to return any product for eval. A replacement meter was sent to the customer.